Manufacturer narrative:
The pump was returned for analysis. Interrogation upon receipt indicated that the pump was delivering saline 10mg/ml at 0.060mg/day. Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft bearing.

Event description:
The explanted pump was returned after explant. The return paper work did not suggest or question a malfunction. No patient symptoms or patient injury was reported. The pump underwent routine analysis. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.